Manufacturer narrative:
(B)(4). The reported malfunction of an alarming damaged battery was confirmed and not reproduced. The root cause was attributed to depleted main batteries. The main batteries and battery harness were replaced to fix the problem.this issue has been escalated to CAPA.should additional information be received, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced an alarming damaged battery. It is unknown when this event occurred. The facility representative did not know if there were any reports of patient involvement, patient injury or medical intervention. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.92.